Event description:
Spontaneous call received from the infusion rn with pump malfunction - motor stalled. Curlin moog 6000 ems, serial number (B)(4), expiration date 03/05/2021. Tried to troubleshoot the error code but the pump motor would not turn on, rn infused the pt with a "d-a-f tubing" no side effects reported from pump malfunction. New pump to be shipped, no further details provided. Reported to (B)(6) by health professional.